Manufacturer narrative:
(B)(4). The device history record (DHR) of batch number 74d1601041 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Upon receipt the tubing on the column was visually examined for any signs of abuse/misuse/damage. The alleged "crack" was noted. The damaged tube is a water inlet extension from the bottom of the column which allows water to fill the column. After further investigation under magnification it was determined that the tubing was not cracked, the tubing was cut. The edges of the material separation are very smooth and distinct. The cut pattern is not serrated or jagged, which would indicate a tear. The complaint that the tube was cracked cannot be confirmed. However, the tube has been damaged by a cut via a sharp object. How the tube was cut cannot be determined with the description detail provided.

Event description:
The customer alleges that there is a crack in the clear tubing that connects into the water bottle. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). Corrected data: the lot number mentioned in the 'additional manufacturer narrative' in the initial report should be lot# 74d1602325, not lot# 74d1601041.

Event description:
The customer alleges that there is a crack in the clear tubing that connects into the water bottle. No patient injury reported.